Event description:
A pt developed ventricular tachycardia, the monitor alarm did not sound to alert the nurses of the event. The nurse observed the event on the monitor. Assessment of the monitor by marquette and the bio-medical dept were unable to determine the cause of the problem. A week later a pt developed ventricular tachycardia. The nurses observed the event on the monitor but the monitor alarm did not sound nor did it automatically generate a strip of the arrythmia. The assessment by marquette and the bio-medical dept were unable to determine the cause of the problem.